Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: h3, h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 multiple annex a codes were applied. A1102 was applied for the error code. A0905 was applied for the system initiating spin and then stopping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that on the day before report the system stopped a spin after the site had initiated a spin. An error message was displayed and then the customer attempted to take another scan and it was successful. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3: the system was serviced in the field, and the medtronic representative (rep) tested system functionality including voltage measurements and could not reproduce reported complaint. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Logs were returned however they were determined to be unhelpful. Software analysis was completed based on the information available and determined that the event was due to a hardware issue. The software was functioning as designed. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There were approximately seven people in the room at the time of the event.